Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient's cleo set occluded. The patient's blood sugar rose to 225 mg/dl with ketones at 3 am, and required extra basal insulin. The patient was also "flushed" with water all day and a new cleo was inserted. Later that same day, the patient still had ketones, but no other issues or adverse health outcomes were reported. See MFR # 2183502-2016-01647.

Manufacturer narrative:
Two cleo® 90 inserter retractor were returned for investigation; the reported device was not returned. A review of the device history record, relevant to the reported lot, found no non-conformities during manufacturing. One of the returned devices was observed to be unused; no occlusion was observed with the site. The additional site returned was found to be used and empty. Investigation was unable to confirm the customer's complaint and all devices were found to be within specification. (B)(4).